Event description:
A report has been received from a (B)(6) hemodialysis unit. The following report has been received: arterial line becomes kinked at the blood volume monitor door during treatment. This generates a low arterial pressure alarm which mimics an access problem. There was no injury to the pt and no medical intervention required. Sample is available for analysis.

Manufacturer narrative:
(B)(4).